Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1300 mg/dl while wearing the pod. Patient's father reported finding patient unconscious, and attempted cardiopulmonary resuscitation (CPR) until paramedics arrived about 30 minutes later; patient was transported to hospital by ambulance. At the hospital, patient remained unconscious and ketones were present; father reported she had a faint heartbeat and no brain function due to oxygen depletion. Additionally, patient was found to have drugs in her system. It is unclear when pod was removed, and how patient was treated at hospital. Patient was eventually flown to another hospital where tests and monitoring were performed, and she remained on life support. Father was notified on 10/25, that the patient had passed away (at 2:04pm) of a heart attack; death occurred 4 to 5 days after the medical event transpired.